Manufacturer narrative:
It was reported that the patient has had a successful trial and the infection was reported after the trial has ended. The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
During routine follow up, it was reported to nevro that a patient had acquired a mrsa infection after the trial procedure had ended. The patient was given IV antibiotics. No other complications were reported.